Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately detected an atrial fibrillation (af) arrhythmia and provided inappropriate therapy. It was noted that the patient had pneumonia at the time. The device is still in use. No further patient complications have been reported as a result of this event.